Event description:
It was reported that the spring wire guide unravelled during removal from the catheter. A portion of the wire guide separated and remained in the pt. The separated portion was removed under fluoroscopy. There were no add'l complications.